Event description:
Received additional information which states that the correct product is ch2000s-c.

Manufacturer narrative:
H10: four (4) used list number ch2000s-c devices and one (1) used list number 011-ch-80s were received by the manufacturer on december 17, 2019 for investigation. The used 011-ch-80s vial spike was used to infuse and withdraw fluid into and from the vincristine vial when using each of the used ch2000s-c spinning spiros assemblies connected to the various syringes. Subsequent pressure leak testing of the used spinning spiros did not reveal any leakage during testing. The complaint of leakage was unable to be replicated or confirmed with any of the used ch2000s-c spinning spiros during testing. No DHR lot number review was conducted since no lot number was identified.

Manufacturer narrative:
The device is expected to return to the manufacturer for investigation; it has not been received.

Event description:
The event involved a customer report of unprotected chemo exposure that occurred when using a spiros connector. The customer stated that when the spiros was connected to a vial adapter with a possible list number of: ch-61; ch-62; ch-72 or 011-ch-80s, there was visible medication outside of the internal tube of the device. There was no serious injury, no adverse operator consequences, and no intervention required, however, there was unprotected chemo exposure. This report captures the first of two incidents.